Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken where you connect to the usb port and metal part of the cable was bent. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.